Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient that he received an implant on (B)(6) 2007 and is scheduled for revision on (B)(6) 2013 for currently unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in (B)(4) 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).